Manufacturer narrative:
(B)(4).

Event description:
It was reported that upon interrogation, the left ventricular lead exhibited loss of capture. Chest x-ray was performed and revealed the lead had dislodged. The lead was explanted and replaced successfully. All electrical parameters were stable. The patient was in stable condition.